Manufacturer narrative:
Concomitant medical products: product ID: a810 - software version: (B)(4), product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen with concentration 2000 mcg/ml at a dose rate of 837 mcg/day via an implantable pump for intractable spasticity. It was reported that they interrogated the patient's pump and was seeing a warning message, error code 112, pump memory error. The patient was last seen on (B)(6) 2021 and the refill went as normal. The pump reservoir volume was showing 14.8 ml and the next refill date was supposed to be on (B)(6) 2021. It was further reported that the drug information was gone, and the infusion was gone. The patient was on flex programming. The hcp was using the most up to date software regarding the clinician programmer. At the time of the report, it was recommended that they re-enter the settings and updating the pump. The hcp was to confirm the volume in the reservoir when they fill the pump. The hcp indicated they would call if they needed further assistance. Additional information was later received via a healthcare provider on (B)(6) 2021. No further diagnostic tests / troubleshooting was performed. The cause of the warning message / error code 112 / pump memory error was unknown. Actions taken to resolve the issue included re-programming and having updated the pump. The warning message / error code 112 / pump memory error was resolved. The device remained in use. The patient¿s weight at the time of the event was provided.